Event description:
It was reported that the hcp experienced difficulty during a pump refill procedure on (B) (6) 2009. The hcp was able to aspirate the expected amount but was unable to inject medication for the past two days with 3 different refill kits. The hcp attempted to troubleshoot the tube patency and needle orientation as well as unlock the reservoir valve several times without success. X-ray of the pump reservoir bellows was inconclusive. The patient will likely have the pump replaced. No patient symptoms were reported.

Manufacturer narrative:
(B) (4).